Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular fibrillation. The implantable cardioverter defibrillator and the right ventricular lead exhibited undersensing and sinus was diagnosed. The patient had passed away due to untreated ventricular fibrillation and there was no alleged malfunction on the device by the physician that may have contributed to the death of patient.